Event description:
Primary surgery performed in 2020. Revision surgery was performed due to pain. Signs of extensive metallosis and significant bone loss were found during revision. The glenoid component was found to be mobilized. The surgeon removed the prosthesis and put a temporary cement spacer to let the bone heal.

Manufacturer narrative:
Batch review performed on 19 december 2023 lot 2006579: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-oct-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved, batch review performed on 19 december 2023 reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2003386 lot 2003386: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-aug-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. Unknown.

Event description:
Primary surgery was performed in 2021. Patient was doing ok until a fall in (B)(6) 2023. Xrays were taken on (B)(6) 2023 and the surgeon noticed superior offset of glenosphere. On (B)(6) 2023, the patient was operated and a temporary spacer was placed. Signs of extensive metallosis and significant bone loss were found. Also, the glenoid and glenosphere were loose and the polyaxial screws were broken. On (B)(6) 2024, permanent implants were placed.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: revision surgery 2 years and 11 months after the primary rsa. From the radiographic images pre-op primary , it is visible that the surgery was done due to a fracture. Then, almost 2 years after the primary the patient had a fall. Radiographies were taken 3 months after the fall and the patient was then reoperated 11 months after the fall. From the radiographic image taken 3 months after the fall it is visible that the screws are broken and there are some osteolitic areas in the central peg sympthoms of mobilization. On (B)(6) 2023, the patient was re-operated and a temporary spacer was placed because signs of extensive metallosis were present. The metallosis was probably due to the movements between the baseplate and the glenosphere. This may have been caused by the traumatic event which loosened the fixation between the two components and caused fracture of the bone screws. Therefore, significant bone loss was found. It is planned to insert a new implant. The reason of the failure of the implant is due to the fall which caused the screw breakage and the mobilization of the glenosphere. On (B)(6) 2024, we received the x-rays, and from the analysis, we concluded instead that the root cause of the event can be identified in the traumatic event experienced by the patient. Other devices involved: batch review performed on 8 january 2024. Lot 2001156: (B)(4) items manufactured and released on 13-may-2020. Expiration date: 2025-may-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2008488: (B)(4) items manufactured and released on 03-nov-2020. Expiration date: 2025-oct-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.